Event description:
On (B)(6) 2022 patient presented for loop recorder implantation, device was not able to be interrogated. And patient returned to the procedure room were the device was explanted and a new device was placed. FDA safety report ID # (B)(4).